Event description:
Litigation papers allege that the patient experienced elevated cobalt and chromium levels. Update: (B)(4) 2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of pseudotumor, metallosis, acetabular fracture, cup loosening, osteolysis and elevated ion levels. Records are available for further review.

Event description:
Litigation papers allege that the patient experienced elevated cobalt and chromium levels.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and insert. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified other reports against the acetabular cup. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. No other reports against the remaining product/lot code combination. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.